Event description:
It was reported that pt had a konno surgery with a mechanical heart valve (model 21ahpj-505, sn unk) implanted in the aortic position in 2008. In 2009, the pt underwent a mitral valve replacement, where this valve was implanted with "no touch technique" utilizing 30 prolene non-everting mattress sutures with pledgets in the antianatomical positon. The valve was observed to be perfectly attached to the holder, and did not show leaflet immobility before implantation. When bypass was stopped, both leaflets of the mitral valve were entrapped in the closed position. The heart was reopened and the leaflets could only be opened with force. It seemed they were sticking to the orifice, not in the recessed pivot areas. After unblocking the leaflets, everything appeared to be functioning. The heart was closed, bypass was stopped again, and then the leaflets were again observed to be immobile. The valve was then removed and replaced with a smaller valve (model 25mhp4-505, sn unk). There were no further complications. The surgeon indicated he did not touch the leaflets except while testing leaflet mobility with a leaflet tester. The first valve was not rotated and there was no interference with the subvalvular structures.